Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out of range pacing impedances. An revision procedure was performed. The lead was capped and surgically abandoned. A new rv lead was placed successfully without incident. No adverse patient effects were reported.